Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Methods & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a periprosthetic fracture involving an accolade stem was reported. The event was not confirmed no further investigation for this event is possible at this time .if additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture. Reported patient factor: patient is very active (snowboarding and other sports). Rep was not present for the procedure. An accolade ii stem and femoral head were revised to another femoral head and restoration modular stem construct. Rep provided the primary and revision usage sheets and confirmed that no further information will be available.